Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardiac monitor exhibited oversensing. Programming changes were discussed. The patient was not symptomatic due to the event.